Event description:
It was reported that at the end of the procedure when the physician removed the needle from the patient, fragments of the cannula were missing and remain in the patient. The patient has not experienced any adverse or local reactions due to the fragments being left in their body and no interventions are planned to remove the fragments at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.